Manufacturer narrative:
Upon follow-up, the customer was discharged on (B)(4) 2018 with no permanent damage and feeling better. Bg was 93 mg/dl. Reportedly, the customer discussed hospitalization and low bg with a healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 40 mg/dl. The customer lost consciousness and fell cutting the skin above the eye. The customer was treated by emergency medical technicians and transported to the hospital. The customer received stitches, heart scans, magnetic resonance imaging (MRI) and fluids were consumed to flush out the customer¿s system. Low bg was resolved. At the time of the report, the customer had not yet been discharged. The customer alleged the cause of the event was due to incorrect pump settings which caused the customer to over-deliver insulin during bolus delivery. The healthcare provider adjusted the basal and carbohydrate ratio settings. Tandem technical support assisted the customer with the setting changes.